Event description:
I received a wondfo biotech rapid antibody test and the results of the test are not reliable. The office provided information that was not accurate about the specificity and sensitivity of the test. It has since been determined to be unreliable in the (B)(6). FDA safety report ID # (B)(4).